Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered six infusion set cannula bent events. The site of insertion was abdomen. The blood glucose was reported 500 mg/dl due to which the patient was hospitalized and reported high ketones. Patient treated with IV and fluids of saline and insulin multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.